Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had vibration anomaly and had blank display as well as damaged. The customer¿s blood glucose level was high as 330 and 133 mg/dl. The customer states that the battery in everything is fine but when I put the cap on it makes a loud high pitched sound that won't stop. Troubleshooting was performed for under delivery and blank display and noticed the display did not return. The customer declined troubleshooting for high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, operating currents, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test. Device passed the delivery accuracy test. Device was monitored for twenty four hours and no blank display, no constant tone and no low battery alarm during testing. Device received intermittent button response due to flattened act and esc (creased) button dome switch. Device received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing address or serial number label.